Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used during a pancreatic stone lithotripsy procedure performed in the pancreatic duct on (B)(6), 2018. According to the complainant, during the procedure, an endo selector was inserted in the spyscope digital access and delivery catheter and placed in the pancreatic duct. Once the spyscope was in the pancreatic duct, the endo selector was removed from the scope. A century ehl probe was inserted into the spyscope and advanced through the tip of the scope. The physician was able to crush the pancreatic stone near the pancreatic head. The endo selector was then placed up to the pancreatic tail. During observation of the pancreatic tail, the physician observed more pancreatic stones and attempted to use the ehl probe. During the process of inserting the probe into the spyscope channel, the working channel sleeve protruded. Reportedly, there were no issues with the ehl probe. After this occurred, the endo selector and ehl probe were unable to pass through the spyscope channel. Reportedly, no part of the spyscope ds device detached. The procedure was completed with another spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Problem code 2979 captures the reportable event of working channel sleeve protrusion. A visual evaluation was performed. The catheter demonstrated signs of use. As received, the working channel sleeve protruded. Maximum working channel sleeve protrusion was observed when the large knob was rotated in the clockwise direction. A functional assessment for passability was performed. An autolith touch ehl probe was inserted and able to pass through the working channel with no resistance. The probe passed freely and without resistance through the working channel. The reported complaint of difficult to advance accessories was not confirmed. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white and clear areas along bond a appear to show evidence of adhesion. The complaint was consistent with the reported event of working channel sleeve protruding. Based on the investigation results, the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Wcs protrusion in devices manufactured with post 01mar2018 changes has been determined to be a design issue. Therefore, the complaint investigation conclusion code selected for the wcs protrusion issue is design inadequate for purpose, which indicates that problems were traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. An investigation is underway to address this issue. A device history record (DHR) review was performed, and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint. The DHR review confirms that the accepted device met all manufacturing specifications.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used during a pancreatic stone lithotripsy procedure performed in the pancreatic duct on (B)(6) 2018. According to the complainant, during the procedure, an endo selector was inserted in the spyscope digital access and delivery catheter and placed in the pancreatic duct. Once the spyscope was in the pancreatic duct, the endo selector was removed from the scope. A century ehl probe was inserted into the spyscope and advanced through the tip of the scope. The physician was able to crush the pancreatic stone near the pancreatic head. The endo selector was then placed up to the pancreatic tail. During observation of the pancreatic tail, the physician observed more pancreatic stones and attempted to use the ehl probe. During the process of inserting the probe into the spyscope channel, the working channel sleeve protruded. Reportedly, there were no issues with the ehl probe. After this occurred, the endo selector and ehl probe were unable to pass through the spyscope channel. Reportedly, no part of the spyscope ds device detached. The procedure was completed with another spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event.